Manufacturer narrative:
The complainant indicated that device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
This report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03085 for the other associated device info. Note: the event date was not provided. It was reported to boston scientific corp that a resolution clip device was used during a hemostatic clipping procedure. Exact age is unk. Pt was over 18 years old. Per the complainant, during the procedure two clips deployed prematurely and detached inside the pt's stomach. It was noted that the working channel was straight. The clips were left to pass naturally. The procedure was completed using another MFR's clips. There has been no report of complications or injury to the pt.